Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, impedance warnings and short v-v intervals records. It was also reported the right atrial (ra) lead had high thresholds, far field r-wave (ffrw) oversensing and an increase in impedance. The leads remain in use. No patient complications have been reported as a result of this event.